Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. There is no indication the product malfunctioned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. The associated device was released based on company¿s acceptance criteria. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with discomfort in the left eye for the last five days. Evaluation showed superior trace corneal valance that is consistent with epithelium basement membrane dystrophy. The patient has collagen plugs in for dryness. Lifitegrast ophthalmic solution was prescribed to be used twice a day and the patient is to continue to use artificial tears. Hypertonic sodium chloride eye ointment was also prescribed to be used at night. The patient noted that the eye was irritated and sensitive. The patient is seeing well and continues to be managed. If no improvement then superficial keratectomy will be discussed with the patient.